Manufacturer narrative:
Manufacturer's evaluation findings: the inner wire was broken off. The inner wire has the function to close the jaw by pulling down, if the wire is disconnected, the jaw could not be closed. There is evidence of inner wire stretched out before it broke. The most potential root cause is due to exerting too much pulling force leading the inner wire to break. After evaluation we found the device was mis-used and abused by user. Also, there is no information of harm to patient and user.

Manufacturer narrative:
The device is currently with the manufacturer for investigation.

Event description:
As per a manufacturer incident report we received from the factory in germany: the biopsy forceps got stuck inside the patient as the jaws could not be closed so they could not be withdrawn from the endoscope.